Manufacturer narrative:
Evaluation code, results: endoleak. Conclusion: proximal stent graft moved during deployment of distal stent graft.

Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a saccular 60 mm x 25 mm descending thoracic aortic aneurysm. The diameter of the healthy proximal and distal aorta was 30 mm and 33 mm, respectively. The vessels were not tortuous or calcified. It was reported that after deploying the talent stent graft to exclude the aneurysm, a distal endoleak was evident. The physician elected to implant another stent graft distally, which successfully resolved the endoleak. Approximately 1 to 2 weeks after the patient was discharged, a slight proximal type I endoleak from the first talent stent graft was identified. It is thought that during the implant procedure, the proximal stent graft moved slightly distally when deploying the distal talent thoracic stent graft. The physician has elected to monitor the patient and not perform any further intervention. No additional clinical sequelae were reported, and the patient is fine.